Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery voltage was low, one as low as 3.03v and the other as low as 3.06v, at implant. It was unknown what factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed. A different ins was used. The issue was unresolved at the time of the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed that the device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.